Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. Pump was received with minor scratched display window, broken off battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported no delivery alarm. The customer stated alarm did not occur during manual prime. The customer stated event was resolved by complete set change. The customer reported cracks on the battery port. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.